Manufacturer narrative:
Approximate age of device - 4.5 months. The event occurred at (B)(6) hospital. The patient remains ongoing on lvad support with the replacement device. The report of pump stop events was confirmed based on review of the submitted log file and the events captured were consistent with the findings from the evaluation of the returned pump. The explanted pump was returned with the percutaneous lead (lead) cut less than 1 inch from the pump housing. The severed portion of the lead (measuring approximately 36" in length) was returned. Electrical continuity and high potential (hipot) testing was performed on the distal-end portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of the lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of both the red and brown wires adjacent to the nipple of the pump housing. The conductors of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. The disruptions in the wires would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wire insulations would have also interrupted pump function as a result of a phase to phase short if the exposed conductors from both of the wires made direct contact with one another or simultaneous contact with the braided shield while the device was supported by batteries. X-rays of the patient's internal and external portions of the lead were reviewed. No areas with shield breakdown were noted on either portion of the lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced unspecified red heart alarms. The patient was asymptomatic. A review of submitted log files by the manufacturer's technical service representative revealed multiple pump stops. These recorded events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead (lead) wire compromise. The submitted x-rays were unremarkable. It was reported that the patient had not gained weight since implant and lvad placement was reported to be good. A pump exchange was subsequently performed on (B)(6) 2016 due to a possible compromise of the percutaneous lead. No further information was provided.